Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a crack in the hub of the 6f 100 cm vista brite tip extra back-up 3.5 (xb 3.5) guiding catheter. The event occurred after insertion in the patient. The hub crack was noted during insertion of the guide catheter and during flushing of the device; once hooked to the tuohy and flushed the tech noticed the crack in the hub. Another vista brite tip was used to complete the procedure, which was reported to be a right and left heart catheterization with resting full-cycle ratio (rfr). There was no reported patient injury. There were no visible signs of device/package damage prior to use and no anomalies noted when the device was taken out of the package. The device was prepped and stored per the instructions for use (IFU) with no difficulty experienced in prepping the device. There was no excess force used at any time during the procedure. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, there was a crack on the hub of a 6f 100 cm vista brite tip extra back-up 3.5 (xb 3.5) guiding catheter. The event occurred after insertion in the patient. The crack was noted during insertion of the guide catheter while flushing the device. The tech noticed the crack after attaching a tuohy and flushing the device. Another vista brite tip was used to complete the procedure, which was reported to be a right and left heart catheterization with resting full-cycle ratio (rfr). There was no reported patient injury. There were no visible signs of device/package damage prior to use and no anomalies noted when the device was taken out of the package. The device was prepped and stored per the instructions for use (IFU) with no difficulty experienced in prepping the device. There was no excess force used at any time during the procedure. One non-sterile ¿6f .070 xb 3.5 100cm¿ unit was received for analysis. During visual inspection, a crack was observed on the luer hub body. For microscopic analysis, amplified images were taken of the crack with a vision system, the origin was located on the top of the luer hub with prolongation of the damages noted. Sem analysis was also performed and presented evidence of plastic deformation, such as elongation patterns and fatigue striations. The reported "luer hub-cracked" was confirmed. The plastic deformation (elongation patterns and fatigue striations) is commonly associated with damages found in polymeric materials where shear force resistance properties are overloaded with an excessive tensile force. These polymers exhibit considerable mechanical properties, nevertheless under severe conditions tend to break after the elastic behavior is exceed. Procedural or handling factors may have contributed to this issue. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.